Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). A follow-up report will be provided after the inspection results are available. Bmi device history record (DHR): reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump flow rate too low.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one easypump ii lt 270-135-s in original packaging. The provided sample was taken to a visual inspection. Damages or other deviations were not detected. Afterwards the provided sample was subjected to a functional test respectively a leak test was carried out. Therefore the pump was filled with nacl 0.9% up to the nominal volume (270ml). After starting the pump (opening the clamp clip) the pump did work immediately (solution was running). Furthermore the flow rate of the provided pump was tested. Nominal: 2 ml/h. Actual: 3.6 ml in 1 h; 6.8 ml in 2 hrs and 131.7 ml in 67.5 hrs. The provided sample is in accordance with our requirements, hence we judge this complaint to be not justified. However, flow rate issue is a known error pattern and corrective and preventive actions are in progress / have been implemented.